Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump and the catheter were to be replaced on (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The dye study showed limited ability to aspirate the catheter and the rotor test showed no movement. The doctor was informed. No further information in regards to future plans was available.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j11318r15, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). A rotor study was repeated and it was noted the previous study was done by interventional radiology, who was unfamiliar with the pump. It was discovered that the pump was functioning properly and only the catheter was replaced on (B)(6) 2017. The morphine dose was decreased from 15 mg/day to 5 mg/day and the patient would be staying inpatient for 24-48 hours. The old catheter was also removed and replaced with a new 8780.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The catheter was discarded.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30 mg/ml at 15 mg/ml and clonidine 1000 mcg/ml at 500 mcg/day via an implantable pump. The indications for use was spinal pain. It was reported that the expected volume at the refill was 3.4 ml and the actual volume received was 33 ml. The patient was reported to have had increased pain and withdrawal symptoms. There were no environmental, external or patient factors that may have led or contributed to the issue. A dye study and rotor test were planned for (B)(6) 2017 at 3:00 pm. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient status was noted to be alive, no injury and no further patient complications were reported.